Event description:
Patient was implanted with ti distal femur liss plate and screw construct on an unknown date, approximately (B)(6) 2012. Patient returned to the or on (B)(6) 2012 for removal of hardware. It was reported that patient had a distal femur fracture with a non-union. During the removal, it was noted that one screw was broken, although it is unknown when the screw broke. The x-ray of the non-union did not reveal any broken hardware, although the patient did have a total knee replacement which may have hidden the broken screw in the x-ray. Surgeon removed all hardware and patient was revised with a competitor's hardware. This is 2 of 12 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.